Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted. Unable to verify battery loss power due to keypad not responsive.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated insulin pump was on and buttons were not doing anything and the screen where insulin was on it is blank and see the reservoir and the time and battery. The insulin pump will be returned for analysis.